Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water in the foley catheter balloon had decreased by 2cc on the next day after placement. There were many cases where the sterilized water in the balloon had decreased. Since it was a silicon product, the representative were guiding that water leakage occurs. The representative could not say anything because it had only decreased by 2cc, but advised the user to check if there was any water leakage from the cuff first. No balloon rupture or tear was observed on the foley catheter. Per mail notification received from ibc on 02dec2022, stated that the complaint was clarified to be drain bag issue, not catheter issue. The event was that the urine leaked from the base of outlet tube after 6 days of use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the water in the foley catheter balloon had decreased by 2cc on the next day after placement. There were many cases where the sterilized water in the balloon had decreased. Since it was a silicon product, the representative was guiding that water leakage occurs. The representative could not say anything because it had only decreased by 2cc but advised the user to check if there was any water leakage from the cuff first. No balloon rupture or tear was observed on the foley catheter.